Event description:
The customer reported to baxter (B)(4) a separation at the y-connector which caused a leak. The customer reported that two y-type catheter extension sets when hooked up had solution coming out at the y-connector. This incident occurred before use. There was no patient injury or medical intervention associated with this report. No additional information was available.

Manufacturer narrative:
One actual sample was received for the leak condition. The reported condition of a leak was not confirmed. The returned sample was visually and functionally tested with no anomalies found. The samples passed clear passage testing and pressure testing. As the reported condition was not confirmed, a root cause is unknown at this time. No additional information was available. (B)(4)